Event description:
A complaint was received from a convalescent home that reported some of the segments were missing in the "units" digit. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.